Event description:
During the excision of multiple impacted teeth, a round burr used with a dental air drill, broke in the pt's mouth. The attending oral surgeon stated that he believed the broken piece of the burr was removed with suctioning and did not remain in the pt. Remaining part of the burr was accidentally discarded following case and is not available for inspection.